Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and a mesh was implanted.I t was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Additional information: additional patient codes: (B)(4) - bowel problems, nocturia, additional narrative: it was reported that the patient underwent gynecological surgical procedure on (B)(6)2003 and gynemesh ps was implanted concurrently with cystoscopy. It was reported that following insertion the patient experienced urinary urgency, frequency, stress urinary incontinence, bowel problems, nocturia, bleeding and atrophic vaginitis.